Manufacturer narrative:
(B)(6) based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 21, 2016. (B)(4).

Event description:
End user reported he has an abraded, irritated, rash area with bumps and itching under the tape collar that extends outward. He stated that he saw his family physician on (B)(6)2015 and was then referred to his local ostomy nurse. His physicians ordered prednisolone acetate eye drop solution to be rubbed onto rash, and let air dry, and then apply nystop powder and to brush off the excess. He further reports the issue has been occurring over the past year.

Manufacturer narrative:
No sample was returned for analysis. The product associated with batch (B)(4) was made according to specification. After a detailed batch review, no discrepancies, including non-conformances/deviations, were found. An analysis of trends for complaints of this nature showed no trends that would conclude the product did not meet specification, perform as intended and/or identify a root cause. No further actions are required, and the complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 21, 2016. (B)(4).